Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted contrast visible in the inflation lumen, consistent with preparation. The balloon was tightly folded. The tip was separated at the distal edge of the distal seal, confirming the reported damage. The separated portion was not returned. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter of the tip was measured and met manufacturing criteria. Tip separations can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. It is possible the tip was inadvertently handled during preparation, as there was no damage noted to the tip as the protective sheath was removed from the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the tip detachment could not be determined. All dilatation catheters are visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that prior to use, the voyager nc tip was noted to be damaged. The device was not used in the anatomy. No clinically significant delay in the procedure was reported. No additional information was provided. Return device analysis revealed the tip was separated.